Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. A supplemental report will be filed when additional information is obtained.

Event description:
A surgeon previously performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck). On (B)(6) 2015, the patient underwent surgery for a revision and the mako patella remained in the patient.

Manufacturer narrative:
Review of the reported lot determined the device was manufactured on 31-may-2012. There have been no other events for the lot referenced. The device was not returned, so device inspection could not be performed; however, a picture was provided of the device after it had been explanted, but there is nothing of note as the photo is unremarkable. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Further information, including return of device, operative reports, patient history, progress notes is needed to fully investigate the event. If further information and/or device become available, this investigation will be re-opened.

Event description:
A surgeon previously performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck). On (B)(6) 2015, the patient underwent surgery for a revision and the mako patella remained in the patient.